Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that blakemore tube did not inflate completely.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received 1 blakemore tube. Verified date code hu3027. Visual inspection noted no obvious observations. Sample was evaluated and tear was visibly noted in tubing next to the gastric balloon. Gastric balloon was inflated and submerged in water for leak test. Small bubbles present near tear in tubing at the top of the balloon. This is out of specification that states that any tears or cuts will be rejected (for heads and 4 wing refer to va26a 35 for accept reject status). The labeling is found to be adequate. DHR was unable to be performed as the lot number was unknown. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that blakemore tube did not inflate completely. Per customer via email on 24sep2025, it was reported that they did a leak test, placing the tubing in was and inflating. The smaller bulb inflated but did not hold the inflation. The device was not used on the patient. The sample is available.

Event description:
It was reported that blakemore tube did not inflate completely. Per customer via email on 24sep2025, it was reported that they did a leak test, placing the tubing in was and inflating. The smaller bulb inflated but did not hold the inflation. The device was not used on the patient. The sample is available

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.